Event description:
Two patient samples were tested for human chorionic gonadotropin (hcg). Their neat results were above the assay range and required dilution. Dilutions were ordered for the samples, but the neat results for the samples were multiplied by the dilution factor without the samples being repeated with dilutions. The discordant results were reported to the physician(s). It is unknown what the true values are and if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.

Manufacturer narrative:
The cause of the discordant, falsely elevated hcg is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00458 was filed on august 01, 2014. Additional information (07/09/2014): at the request of the customer, a siemens technical application specialist (tas) had installed an option on the centralink to run the neat and 1:200 dilution tests for hcg simultaneously. After the discordant results were obtained, tas instructed the customer to change back to the original settings and turn the automatic dilution back on the instrument. The cause of the samples being multiplied by the dilution factor without the being repeated with dilutions was incorrect configuration by the tas. The instrument is performing according to specifications. No further evaluation of the device is required.